Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing severe headaches. It was also noted that the patient had an MRI, but the valve was not checked. On the day following the MRI, it was discovered that the settings changed from pl 2.5 to pl 0.5.